Event description:
Related MFR # 2916596-2023-01799. It was reported that the patient displayed yellow wrench alarms associated with replace controller and backup mcu failure where it appears the controller went into backup processor mode. The driveline was noted to be disconnected at 5:45 as a system controller exchange was performed resolving the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of a cut as well as fluid ingress in the black power cable. The heartmate 3 system controller was returned for evaluation following the reported event of the patient having a known short to shield issue and being tethered to a grounded patient cable. Additionally, a replace controller alarm was active on the controller. The reported event of a replace controller alarm active was confirmed via analysis of the submitted log file. The heartmate ii controller was returned and evaluated at abbott. During the evaluation, the controller was placed on a mock circulatory loop and a log file was downloaded. The downloaded log file contained combined data spanning approximately 9.5 days (14mar2023 ¿ 23mar2023 per the timestamp). The log file captured a backup mcu fault active on 23mar2023 form17:33:44 to 17:34:42. The alarm resolved in the next event (17:45:05) and did not appear again in the log file. The alarm appears to be due to the known short to shield issue and when the patient was placed on the cable, the alarm was triggered. During the evaluation of the returned product, the controller was placed on a mock circulatory loop and operated a pump at the fixed speed for an extended period of time with no issues or atypical alarms active. Multiple attempts were made to reproduce the reported event; however, the controller operated as intended throughout testing. Provided information stated that the controller was exchanged to the backup controller at the time of the alarms and the alarms resolved. The root cause of the reported event was determined to be due to the patient having a known short to shield issue and the patient being placed on a grounded cable. By placing the patient on a grounded cable, an electrical short would cause the controller to alarm. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms associated with yellow wrench advisory, replace controller alarms and backup battery fault alarm conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, and to obtain replacements if needed. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii pocket controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.